Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2014-03958 addresses the dreamtome and manufacturer report # 3005099803-2014-04046 addresses the advanix¿ biliary stent. It was reported to boston scientific corporation that a dreamtome and an advanix¿ biliary stent were used during an endoscopic retrograde cholangiopancreatography (ercp) with plastic stent placement procedure performed on december 2, 2014. According to the complainant, a (B)(6) female patient suspected to have a pancreatic head mass presented with painless jaundice, elevated bilirubin/lft¿s and elevated enzymes. It was also reported that the patient had a pancreatic tumor and soft tissue due to expansion of cancer. It is unknown when these diagnoses were made, however it was reported that a contrast CT scan was performed either the day of or the day prior to this procedure. An endoscopic ultrasound (eus) and fine needle aspiration were successfully performed for diagnosis. The physician then transitioned to an endoscopic retrograde cholangiopancreatography (ercp) procedure to drain the bile into the small intestine. During the ercp, the physician cannulated the common bile duct using the preloaded .035/260cm guidewire within the dreamtome, then placed an advanix biliary stent with no issues (although the target site for the stent placement was characterized as being ¿tight¿). The procedure was completed and the patient¿s condition was reported to be stable. There were no device malfunctions and no issues with the dreamtome or advanix stent during the ercp procedure. Following the procedure, stent functionality was confirmed via contrast movement, however ¿the stent was hardly draining¿. The physician sent the patient for an MRI to check for a perforation. The MRI revealed that the stent had perforated the bile duct and was partially protruding into the peritoneum. According to the complainant ¿it is believed that the guidewire went into the peritoneum before the stent was advanced.¿ the patient was then sent to interventional radiology and had a drain placed via percutaneous transhepatic cholangiography (ptc). The patient also underwent esophagogastroduodenoscopy (egd) to remove the plastic stent with the use of rat tooth forceps. After the stent removal, the patient complained of pain. It was reported that the patient¿s condition worsened. Ultimately the patient was sent to hospice care. On (B)(6) 2014, the patient passed away. According to the physician, the perforation contributed to the patient¿s deteriorated health, but the cause of death was ¿a result of renal failure induced by contrast CT scan.¿

Manufacturer narrative:
The patient¿s weight at the time of the event was approximately (B)(6). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.